Event description:
A security officer responded to a cardiac arrest call, pt unconscious, not breathing, and unresponsive when the officer arrived. An on-scene rescuer was providing CPR. The pt had been seen earlier in the day by a hospice worker for an allergic reaction. The pt had been down for approximately 10 minutes. The security officer reported the pt's airway was closed off. The device was turned on, and defibrillation electrodes were attached to the pt. The device indicated connect electrodes and use of the device was inhibited. About 3 minutes later the fire department arrived on scene with a back up device. The same defibrillation electrodes were used to deliver a 200-joule shock. The back up device then indicated connect electrodes. The defibrillation electrodes were removed and hard paddles were used to deliver additional shocks to the pt. The pt was not resuscitated.